Manufacturer narrative:
The facility did not provide the event date. The info will be forwarded if made available. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t unit tested positive for mycobacteria during maintenance. There was no patient involvement. This issue was initially reported under a single medwatch report (MFR report number 9611109-2015-00211) because serial numbers were not provided. The serial numbers have since determined through a f/u communication with the customer, and so a separate medwatch report is being filed for each machine involved. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin-cooler system 3t unit tested positive for mycobacteria. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t machine tested positive for bacteria during maintenance. There was no report of any patient involvement. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. On january 13th, 2016, a retrospective evaluation identified that this additional information has not yet been provided in a medwatch.

Manufacturer narrative:
Initial report against serial number (B)(4) had the incorrect report number. It was sent as 9611109-2015-00474 when it should have been 9611109-2015-00475. This follow-up report and all future follow-ups will be reported under the correct number.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t machine tested positive for mycobacteria during maintenance. There was no report of any patient involvement. A visual inspection of the outer and inner parts of the heater-cooler unit was performed. The inspection of the sorin heater-cooler system 3t (16s10626) revealed residuals and biofilm in several locations including the pumps, water circuits, and the tubing, which also showed discoloration. Based on these findings, it was concluded that this issue was the result of the user failing to adhere to the cleaning and disinfection instructions outlined in the IFU. This unit has been disinfected and returned to service. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Manufacturer narrative:
It was discovered on february 25, 2016, that the initial report for this event was never received by the FDA. This was the result of a submission failure on the date of initial filing (october 19, 2015) caused by using a duplicate report number. The report was erroneously filed as 9611109-2015-00474 which was an already existing report number. Because it is not readily apparent to the user that a report has failed submission (no emails or notifications are sent out and each acknowledgement has to be opened and searched for a failure), it was not discovered until february 25, 2016 during a retrospective review that the initial report was never received by the FDA. Before the company became aware of this submission issue, it submitted multiple supplemental reports (follow-up #1 sent on october 26, 2015, follow-up #2 sent on november 4, 2015 and re-filed on november 20, 2015 due to a submission error, and follow-up #3 filed january 27, 2016). For clarity, the company is submitting this MDR as an initial report that includes all currently known information about this event (some of the information below was obtained after the company became aware of the event). Some of this information is a correction to the prior submitted supplements. Therefore, the prior filed supplements are obsolete. There was no patient involvement. Event date: the facility did not provide the event date. The information will be forwarded if made available. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) supplemental: k052601). Recall number: sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t unit tested positive for mycobacteria during maintenance. There was no patient involvement. This issue was initially reported under a single medwatch report (manufacturer report number 9611109-2015-00211) because serial numbers were not provided. The serial numbers have since been determined through follow-up communication with the customer, and so a separate medwatch report is being filed for each machine involved. A visual inspection of the outer and inner parts of the heater-cooler unit was performed. The inspection of the sorin heater-cooler system 3t (B)(4) revealed residuals and biofilm in several locations including the pumps, water circuits, and the m tubing, which also showed discoloration. Based on these findings, it was concluded that this issue was the result of the user failing to adhere to the cleaning and disinfection instructions outlined in the IFU. This unit has been disinfected and returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the issue. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t unit tested positive for mycobacteria. There was no patient involvement.